Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have received foamy air bubbles while trying to prime for the first time. Customer states that insulin was not completely room temperature. Customer reports to have air bubbles in vial as she had been moving vial around. Customer discontinued troubleshooting as diabetes care management was on the other line. No further information provided.